Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the knife blade would not cut and the jaws would no longer open while on tissue. The device was removed manually from pt. There was no injury to the pt. When the device was returned for inspection, it was noted that the webbing was protruding.